Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that carbon dioxide concentrated (co2_c) quality control (qc) results were in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an inspection of the advia 1800 instrument, cleaned the rinse wells, probes, and replaced the reagent probe mixer rods (rp1 and rp2). The assay was recalibrated, and qc testing was performed and acceptable. Siemens completed a follow-up post service and confirmed no recurrence. Siemens reviewed the information provided and the service performed, and the cause of falsely elevated co2_c results is unknown. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
The customer obtained discordant, falsely elevated, carbon dioxide concentrated (co2_c) results for five patient samples on an advia 1800 instrument. The results were not reported to the physician(s). The same samples were tested on an alternate advia 1800 instrument. The repeat results were lower and reported to the physician(s) as the correct results. There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.